Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx1880 showed one other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the PICC line was placed on 07/04 but kinked in the patient's arm, preventing the nurse from being able to flush or draw on 07/15. The nurse pulled the PICC and exchange it.